Event description:
When the stent was inserted into the left renal artery, the physician noticed that it appeared larger than a 5mm, as labeled on the outer and inner box (5x18). When the physician looked at hub, he noticed that it said (6x18). Since the stent was already deployed in the patient, so the physician left the stent it the artery. There was no adverse consequence to the patient. The product properly inspected and prepped prior to use, but the hub size discrepancy was not noticed at that time. The sales rep was not present during the procedure. Other products were checked, with no discrepancies. The package and the catheter are being returned for evaluation. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has been received to date. Additional information will be submitted within 30 days of receipt.